Event description:
It was reported that during unpackaging of the 2.50x28mm xience xpedition stent delivery system (sds), the stent implant dislodged from the balloon during protective sheath removal. There was no reported patient involvement and no reported clinically significant delay in the procedure. A non-abbott sds was successfully used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.